Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm monopolar curved scissor (mcs) instrument intra-operative with gauze the mcs tip was re-installed. The customer confirmed that there was proper installation, reinstallation by rotating the grip release in both directions to ensure that the mcs blades opened and closed correctly. The customer observed that the mcs led on the energy shield monitor remained blue. During the final inspection of the surgical site using the sp mcs tip cover accessory fell off when caught when rolled by gauze. The customer suspected that there was an issue with the mcs tip cover accessory or the mcs due to the abnormal performance of the mcs tip cover accessory. Inspection of the mcs was conducted after the surgical procedure and it was found that the appearance of the mcs tip cover accessory was normal and that there was an open crack on the distal end of the mcs shaft. The customer confirmed that the mcs appearance was the same pre-operative and post operative. There was no fragment seen intra-operative or post-operative by the neurologist and plastic surgical team. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was taking the instruments out during final inspection when the instrument tip fell off and was caught by a rolled gauze piece. There were no fragments that fell inside the patient. There were no post operative tests performed. The patient has not returned to the hospital with any complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.11mm x 2.56 in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter and was not returned with the instrument.